Event description:
Customer reported the insulin pump was alarming "no delivery." Customer stated she took disconnected and reconnected the infusion set and the reservoir and insulin did not come out. Customer replaced the entire set and the insulin pump worked. Customer's blood glucose was 149 mg/dl. Customer was unable to troubleshoot because customer determined cause of issue. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.